Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.